Event description:
It was reported that this insertable cardiac monitor (icm) reached the end of service (eos) status and it was implanted less than a year before that. The premature battery depletion was confirmed, and it was indicated that the device should be returned for further analysis. The icm remains in service and no adverse patient effects were reported.